Event description:
The user filled a disposable with blood, placed it in the trunnion and started the centrifuge. After several minutes it was noted that the centrifuge had blood in it. When the centrifuge was open it was observed that the blood had leaked out of the disposable. More blood was drawn and a second procedure was run without complications. There was no injury to the pt. The disposable was discarded and not returned to harvest. It is likely that this failure was due to a high gate condition that has been identified on a small percentage of disposables within a particular receiving lot. Although the failure causes leakage, the leakage is a waste product of the prp procedure and the leakage does not pose a safety risk during a procedure in that prp is used as an adjunct to any surgery and is used at the physician's discretion. By screening earlier and subsequent lots of assembled disposables it was determined that the high gate condition was isolated to a single lot. Therefore products remaining in finished goods were screened for the high gate condition and the suspect devices removed and retested. Test results indicate a .3% failure rate in the laboratory using worst case conditions. Harvests supplier has been notified and a full corrective action plan has been implemented. The blood which was spilled was contained within the sealed chamber of the centrifuge and would not result in an injury to the user or pt.